Event description:
The pt received the scs system on (B)(6) 2010. The pt was scheduled for a routine check up with the physician on (B)(6) 2011. During the visit, a skin erosion from the ipg was noticed. The pt's ipg was replaced with a new ipg from the medial inferior to the dorsal plane. There were no signs of infection, however the pt was prescribed (B)(6). The explanted ipg has not been returned. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.